Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-05269. Reference MFR report: 1627487-2019-05271. Additional information received indicated that the initial impedance measurement was performed on the unused ipg port. Hence, high impedances were observed. The patient was reprogrammed resolving the issue. Therapy established.

Manufacturer narrative:
Concomitant medical products: model 6788, dbs ipg; model 6145, dbs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-05269. Reference MFR report: 1627487-2019-05271. It was reported the patient lost therapy due to high impedance on the left dbs system. X-ray was taken and was inconclusive for any fracture or disconnection. As such, surgical intervention may take place at a later date to address the issue.